Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing, no drops of insulin were seen exiting the tubing. Reportedly, the t:lock connection was screwed together at an angle and the customer was unable to connect the infusion set tubing to the cartridge tubing. The customer changed the infusion set to a new one and successfully saw insulin exit the tubing. Insulin delivery was resumed and blood glucose was 416 mg/dl.